Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that a pump was infusing humulin r 100units/100ml (mixed by the rn's) and the luer lock did not lock properly. The hospital has a standard rate of humulin r which ranges from 0-10 ml/hour depending on blood glucose levels. The rate at the time of the event was unknown. There was no patient harm.

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.